Event description:
Device 2 of 4. Reference manufacturer reports: 1627487-2010-03989, 1627487-2010-03991 and 1627487-2010-03992. The pt rec'd his scs system consisting of an ipg and surgical lead on (B)(6) 2010. The pt had an elective ipg pocket site revision from the back to the stomach, and he rec'd two extensions (from two separate lots) on (B)(6) 2010. It was reported that the pt developed an infection at the ipg pocket site. The pt was hospitalized, and culture results showed (B)(6) infection. The ipg was explanted on (B)(6) 2010. The device will not be returned to the manufacturer for analysis. The pt was treated with IV antibiotics. No further information is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.